Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. A signal artifact monitor (sam) episode occurred, and the respiratory sensor was disabled. The device and leads remain in service. No adverse patient effects were reported.